Event description:
It was reported that one day post implant, the atrial lead dislodged into the ventricle. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.